Event description:
Healthcare professional reported via nbir the following. Left side removal due to "capsular contracture (left); baker grade- right:IV, device migration/implant malposition (left), suspected/actual rupture/deflation (left), correction of asymmetry (left), change shape/size/style (left) " device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV and rupture.